Manufacturer narrative:
As reported, a 5x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) was inserted for pre-dilation, however, it ruptured at ten atmospheres (10 atm). There were no reported patient injuries. The lesion was the iliac artery with chronic total occlusion (cto). There were no anomalies of the device and its preparation. The physician did not use unusual force. There was severe calcification and tortuousness in the vessel and it might have caused the issue. Additional procedural details were requested but are unknown. Multiple attempts to gather additional information have been made unsuccessfully. The device was not returned for analysis. A device history record (DHR) review of lot 17449896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification and tortuosity for cto lesion) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx5mm2cm155 pta was inserted for pre-dilation, however, it ruptured at ten atmospheres. There were no reported patient injuries. The lesion was the iliac artery with chronic total occlusion (cto). There were no anomalies of the device and its preparation. The physician did not use unusual force. There was severe calcification and tortuousness in the vessel and it might have caused the issue. Additional procedural details were requested but are unknown.